Event description:
Same case as MFR report#: 2134265-2009-02453. Atlas wh clinical trial: it was reported that following a coronary artery drug eluting stenting treatment procedure the pt developed angina. The index procedure treated a 90% stenosed, 3.0x20mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0x24mm taxus liberte stent and required a second 3.5x8mm taxus liberte stent due to a dissection. Residual stenosis was 0%. The pt was discharged one day post procedure on asa and plavix. On day 1661 the pt returned with precordial chest pain described as intermittent, heaviness, radiating up to the upper part of the neck but not the upper extremities. The pt was reported to be having gastroenteritis and was vomiting several times per day. Symptoms worsened and the pt presented to the ER and was admitted. Three sets of cardio-biomarkers were drawn and noted to be negative. Due to the pt's history of multiple pci's, cardiology was consulted. The pt refused cardiac catheterization. Nitroglycerin paste, aspirin, clopidogrel, and an increase in lisinopril were used to treat the pt's symptoms. The pt was transferred to telemetry and was discharged two days later with the event resolved with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.